Event description:
User alleges that they had one event of the tracheostomy tube being cracked just below the flange. Home patient was using tracheostomy for mechanical ventilation. Patient did not use inner cannula (per instructions for use) and removed the tube twice a day for cleaning. Tracheostomy tube was in place for almost three months. No adverse outcome.

Manufacturer narrative:
Results evaluation: we are anticipating the return of the sample involved in this event. The customer did not provide the lot number for review of lot specific information. The instructions for use (IFU) state that the disposable inner cannula should be used with the tracheostomy tube and gives details for inserting and changing the inner cannula. The IFU also has a precaution that states "do not use solutions other than sterile saline to clean any part of the outer cannula." It is not known what means of cleaning the home patient was using. Typically the cleaning method is the inner cannula being changed routinely. This pt has refused to use the inner cannula and has been taking the tube out two times a day for cleaning. It is not known if this method may have caused extra tension to the tracheostomy flange. The typical amount of time for the tracheostomy tube to be in use is 30 days. This pt used the tracheostomy tube for almost three months. As the tracheostomy tube was successfully used beyond the standard amount of time in use, it is likely this event was caused by user interface.